Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient reported "I received natrelle implants as part of a breast augmentation. While jogging my implant on my left suddenly changed shapes and feel, with some associated pain. I followed up with my doctor whom sent me for an uss to confirm rupture." The device still remains implanted.

Event description:
Patient additionally reported " concerned about the implant being recalled. "

Manufacturer narrative:
Continued: a.4.: 69.40 kg. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a.4., b.3., b.5., h.6., h.10.

Event description:
Patient later reported seroma-late.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "I received natrelle implants as part of a breast augmentation. While jogging my implant on my left suddenly changed shapes and feel, with some associated pain. I followed up with my doctor whom sent me for an uss to confirm rupture." Patient additionally reported "concerned about the implant being recalled." Patient later reported seroma-late. Healthcare professional additionally reported "bottomed out 4cm." Patient undergone partial capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Visibility/palpability: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety¿product/procedure: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "I received natrelle implants as part of a breast augmentation. While jogging my implant on my left suddenly changed shapes and feel, with some associated pain. I followed up with my doctor whom sent me for an uss to confirm rupture." Patient reported "implant being recalled." Healthcare professional later reported "bottomed out 4cm." The device was explanted. Patient later reported 'seroma'.